Event description:
It was reported that there was failed calibration in an arctic sun device and low flow rate (1.4) through functionality test glitch in screen when in use. Per review of wo on 05may2025, no patient was injured or harmed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b, f, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was failed calibration in an arctic sun device and low flow rate (1.4) through functionality test glitch in screen when in use. Per review of wo on 05may2025, no patient was injured or harmed. Per follow up information received via mail on 26may2025, device will be sent in for a bd-approved facility for evaluations. The patient was rebooked, and the procedure was carried out with a different device. Control panel to be replaced. No patient involvement.

Event description:
It was reported that there was failed calibration in an arctic sun device and low flow rate (1.4) through functionality test glitch in screen when in use. Per review of wo on 05may2025, no patient was injured or harmed. Per follow up information received via mail on 26may2025, device will be sent in for a bd-approved facility for evaluations. The patient was rebooked, and the procedure was carried out with a different device. Control panel to be replaced. No patient involvement.

Manufacturer narrative:
This event was confirmed use related, not attributed to a device malfunction. Submitting the investigation details as additional information. The reported issue was confirmed user related. The root cause identified is flow rate needed adjustment. The device was evaluated upon receipt. Confirmed the flow rate is lower than 1.6 and device failed calibration. Flow rate adjusted to 1.7-1.8l/m with adjustment of set screw. Unit got flickering control panel. Control panel replaced. Passed calibration, est, fv. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Product labeling was reviewed for this investigation. The labeling is found to be adequate as the instructions for use state: calibration. See arctic sun¿ temperature management system service manual for calibration requirements and instructions. Calibration is recommended after 2,000 hours of operation or 250 uses, whichever occurs first. The labeling is found to be adequate as the service manual states: 8.20 replacing inlet/outlet manifold 1. Remove bolts as in step 8.19.2. 2. Remove the clamps as in step 8.19.3. 3. Using phillips head screwdriver, disconnect pressure transducer from the manifold. 4. Disconnect the entire manifold harness. 5. Remove the solenoids and valve stems using flat blade screwdriver. 6. Remove the thermistor. 7. When reinstalling, connect the valve stems first, then the solenoids, then the pressure transducer, then the thermistor. 8. When reinstalling the manifold harness, note that there are labels on the harness identifying the solenoids (fv, bv, vv). If the solenoids are not in the proper position as shown, the device will not work properly (fig. 8-62). A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Initial reporter zip: (B)(6). Correction: d, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.